Manufacturer narrative:
(B)(4). Concomitant product: guide wire: aguru, radifocus. Incorrect anatomy. Evaluation summary: the device was returned for analysis. The reported balloon rupture was able to be confirmed. The reported difficulty removing was also confirmed. Based on a visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint handling database revealed no other similar incidents reported from this lot. It should be noted that the omnilink elite instruction for use (IFU) states: the omnilink elite peripheral stent system is indicated for the treatment of de novo or restenotic atherosclerotic lesions in protected peripheral arteries and palliation of malignant strictures in the biliary tree. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that during revascularization in the mildly calcified, 75% re-stenosed internal carotid artery, the 8.0 x 19 mm omnilink elite vascular balloon ruptured at 6 atmospheres (atm) during deployment. The balloon inflated slowly and leaked contrast at the proximal end of the balloon. A non-abbott balloon was used to successfully dilate the stent and complete the procedure. There was no adverse patient effect or a clinically significant delay in the procedure reported. There was no additional information provided.